Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the atrial and ventricular leads. Inhibition of pacing due to noise on the ventricular lead was observed. Noise leading to auto mode switch was also observed on the atrial lead. The patient is dependent on the devices and has reported dizziness. The ventricular lead was reprogrammed by increasing sensitivity settings and the noise could not be recreated . The patient is stable. Ventricular lead replacement was discussed. No intervention was performed. Patient will continue to be monitored via merlin.net.

Event description:
New information received notes that the right ventricular lead was capped and replaced on (B)(6) 2018. The patient was stable and had no adverse effects.